Event description:
It was reported that the patient experienced a surgical procedure to downsize an artificial urinary sphincter (aus) cuff due to urinary incontinence. When the patient lifted heavy objects or coughed, the patient would have a urine leak. A patient outcome of stable was reported.

Manufacturer narrative:
B5 event description updated with additional information.

Event description:
It was reported that the patient experienced a surgical procedure to add saline to an artificial urinary sphincter(aus)device. After the initial surgery to add saline, the patient had a second procedure to downsize the aus cuff due to urinary incontinence. When the patient lifted heavy objects or coughed, the patient would have a urine leak. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a surgical procedure to add saline to an artificial urinary sphincter(aus)device. After the initial surgery to add saline, the patient had a second procedure to downsize the aus cuff due to urinary incontinence. When the patient lifted heavy objects or coughed, the patient would have a urine leak. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. Several cuff folds were identified in the cuff shell consistent with wear of the device. A pinhole leak was identified in the cuff shell consistent with wear at a corner of the fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.